Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call hospitalization and low blood glucose levels. Customer's blood glucose level was 20 mg/dl. Customer passed out and was foaming at the mouth as a result of low blood glucose. Customer was going to the hospital for three weeks straight since their mother in law had lung cancer and was hospitalized. Customer advised they went home and tried to do some work when they passed out. Customer advised their threshold suspend did work as intended and they went to hospital as a result of human error. Customer's brother found them on the floor and customer's sister in law called the paramedics.